Event description:
It was reported that during a scheduled change out procedure, and prior to pocket opening, sedation and antibiotic issues were encountered. The patient remained under sedation for an hour before the temporary pacing wire was placed. Upon placement of the temporary wire, the patient's blood pressure dropped, they had no pulse and a code was called for approximately 25 minutes. External defibrillation was performed but the patient then expired. It was noted that the patient's passing was not believed to be device related.